Event description:
It was reported that during the procedure, a lead was advanced into a large lateral branch, but after the sheath was split and the lead was secured, the capture thresholds were markedly elevated. The lead was not removed. No patient complications have been reported as the result of this event.

Event description:
Follow-up information received from the clinic disclosed that the elevated capture thresholds were due to the patient's anatomy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: 0125 competitor implantable tachy lead (B)(6) 1997; 5076-52 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.